Manufacturer narrative:
There was no known report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A system log review was performed for the procedure on (B)(6) 2021 and the observations were as follows: while there was an ¿energy activation halted by external equipment (bipolar port1) with a vessel sealer, seal and a sensor message, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, there was excessive bleeding. As a result, the case was converted to open surgery to control the bleeding. Additionally, 1 unit of prbc was administered on post-operative day #1. The cause and source of the excessive bleeding is unknown. During the open surgery, the patient's ureter was injured and subsequently repaired.

Event description:
It was initially reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, a ¿patient's ureter was injured¿ and the ¿procedure converted.¿ the customer (surgeon) had called intuitive surgical, inc. (Isi) technical support to inquire if the trumpf table was compatible with a c-arm for fluoroscopy. The caller did not indicate that the injury was related to the system and did not require technical assistance. On 14-jul-2021, isi obtained the following additional information regarding the reported event: the initial reporting physician was asked by a consulting urology surgeon to call isi technical support about trumpf bed use for fluoroscopy. Technical support provided the desired information, reviewed system logs which did not reflect any system issues, and no additional support was required. The consulting urology surgeon had been called into the operating room (or) to repair an injured ureter which had occurred during an unspecified gynecology procedure with an unknown console surgeon. When the consulting urology surgeon entered the or, the ureter had already been injured but it was not clear as to how it was injured. The procedure was ¿converted to open surgery¿ so that the consulting surgeon could ¿repair the ureter.¿ on 19-jul-2021, isi obtained the following additional information regarding the reported event: during a da vinci-assisted hysterectomy procedure, ¿the case was converted to laparotomy due to excessive bleeding, but ureter kink and inclusion into cuff suture was done during the laparotomy due to severe adhesion in this area.¿ the surgeon said that they do not think the issue had ¿anything to do with robotic surgery.¿ it was previously confirmed by a physician that a consulting urology surgeon was called in to assist with a ureter repair. On 22-jul-2021, isi obtained the following additional information regarding the reported event: the surgeon confirmed that there is no allegation of a da vinci product malfunction, the da vinci system and instrumentation worked as expected and as intended. The procedure converted to laparotomy due to estimated blood loss of 600ml (related to patient anatomy and/or visibility and clinical reasons for management of the fibroid in the cervix and adhesions), patient anatomy (ureter kink and inclusion into cuff), pre-existing condition (severe adhesions). The ureter kink and ureter repair happened after the conversion to laparotomy, while dealing with uterine arteries and cuff. No blood transfusion was required in the operating room (or) but the patient did receive 1 unit of prbc (packed red blood cells) the following day post-operatively. The cause and source of the excessive bleeding was not provided. It is also unclear what medical/surgical intervention was administered due to the excessive bleeding other than the administration of the 1 unit of prbc on post-operative day #1.